Event description:
Ref imp # (B)(4).

Manufacturer narrative:
Document review: gmk hinge fixed tibial insert - ref. 02.09.0412h / lot 111321 ((B)(4) inserts produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, included washing and sterilization cycles. (B)(4) inserts belonging to this lot have been already sold an no other incidents have been reported up to now. In the gmk hinge surgical technique it is clearly explained which is the correct instrument to be used to tightened this screw: the surgeon used a different instrument and this is the reason of why the screw broke off. The surgeon was completed successfully, even if the insert was implanted w/o its screw.